Event description:
A remstar auto a-flex device was returned to a third-party center for service as part of the sound abatement foam recall process with no inital alleged complaint. During the evaluation of the device, the service technician observed visible foam particles inside the blower kit and a blower foam degradation. Additionally, the service techcnican also noted dust fail and error code present e055 (err_therapy_queue_full), e065 (err_stuck_encoder_a), and e066 (err_stuck_encoder_b). In the device logs. The device was scrapped by the service center after the evaluation was completed.